Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The device did not work since. There were high lead impedances. On (B)(6) 2010, surgical intervention was done. There seemed to only be a connection issue. The extension was moved from the 0-7 port to the 8-15 port as this was seen to be part of the issue. The device worked well for the pt for a couple months until she had a fall and the stimulation was not effective anymore. Some benefit came from a few reprogramming sessions. In (B)(6) 2011, the stimulation became painful and she was receiving "strange" messages (one was eos) on the pt programmer. Upon interrogation, the device seemed to be working properly, but impedances were high. The decision was made to replace the leads. An x-ray confirmed that one of the leads had migrated and possibly the entire system. The leads were replaced and connected to the extension and ins, but impedances were still high. The extension was then replaced, but when reconnecting to the ins, it required a significant amount of force to remove the old extension from the port. Once removed, a significant "corrosion" was noted. Impedances were checked in the other port and showed a few high values, so the decision was made to replace the ins as well. When the new ins was connected, all impedances were in normal range. Add'l info has been requested.